Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh removal due to erosion on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to sui and cystocele.

Manufacturer narrative:
(B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent rigid sigmoidoscopy; single quadrant hemorrhoidectomy on (B)(6) 2007 due to acute thrombosed hemorrhoid with extreme pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/30/2016.